Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a skin closure, there was a wound healing disorder and a suture trauma. The suture was used to repair a broken ankle( ankle joint fracture). Twelve days after the operation, the suture could not be found anymore. The incision was no bigger than 2.5 cm. There was no change from endoscopic to open surgery. There was no damage of the histoid. No part of the instrument fell into the patient. There was injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a skin closure, there was wound healing disorder and a suture trauma. Patient status was asked but unknown.